Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to battery depletion. The clinician expressed dissatisfaction with regard to device longevity. The device serial number was not provided and no tracking information was obtained.